Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two (2) batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. In addition, the batteries were charging when connected to a battery charger. A review of the batteries' internal logs revealed that a cell pair in each battery, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after eight (8) hours due to a charge time-out. As a result, the reported "batteries not charging" event was confirmed. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the reported event can be attributed to improper assembly. An internal investigation has been opened to evaluate the battery chargers assembled with incorrect inductors and implement corrective actions as required. Other devices involved in this event: heartware ventricular assist system ¿ battery/ (B)(4)/ model#: 1650/ catalog#: 1650/ expiration date: 2019-03-31 UDI #: (B)(4), return date: 2018-07-27, device evaluated by manufacturer, mfg date: 2018-03-06, device not labeled for single use, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two batteries were returned to the manufacturer because it was not charging and the indicator on the battery charger displayed a flashing red light. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.